Manufacturer narrative:
The MFR did not yet receive the explanted devices for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info including the final investigation result be available, an amended medical device report will be filed. (B)(4).

Event description:
It was reported that the hipscrew did not fit in the hole of the nail. It took about 40 min to take the hipscrew out of the hole of the nail.